Manufacturer narrative:
Additional information: the returned delivery system was visually inspected for any abnormalities after decontamination. Upon visual analysis, complete separation of the inflation balloon from the crimp balloon proximal to the bond due to material failure on the crimp balloon was observed, a bent balloon insert was observed inside the inflation balloon, folding of the balloon over the nose cone was observed, and slight damage was observed on the flex tip. No other visual abnormalities were observed due to the condition of the returned device (material separation on the crimp balloon) functional analysis could not be conducted on the delivery system. The complaint for balloon torn was confirmed by visual inspection. Separate testing was conducted to determine potential root causes for this issue. One study measured valve alignment force when valve alignment was performed in a curved radius, contrary to IFU instructions to perform valve alignment in a straight section of the aorta. The study observed that performing valve alignment at radii of = 4¿ carries the possibility of the valve ¿diving¿ into the flex tip and increasing the amount of valve alignment force required to achieve final alignment position. In addition, a study was performed to determine the effects of residual volume, crimping time, and contrast ratio on valve alignment force. The study observed that residual fluid left in the balloon could re-create the inflation balloon to crimp balloon separation, as well. Dimensional analysis was performed on the crimp balloon double wall thickness and was found to be within specification. The complaint was confirmed for torn balloon. Per the complaint description, ¿abnormal deflation of the balloon is observed.¿ based on this, it is likely there was at least some degree of separation during valve deployment. Therefore, it is likely that the separation occurred during valve alignment. The cer states that there was a ¿very high¿ level of tortuosity in the iliac artery of the patient. Performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The observed folding of the balloon over the nose tip likely occurred during withdrawal attempts into the sheath. While a definitive root cause was unable to be determined, available information supports that procedural factors (performing valve alignment in a tortuous portion of the anatomy) contributed to the reported complaint. The complaint was confirmed for torn balloon, but due to the condition of the returned sample, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. No labeling or IFU inadequacies have been identified. Due to the high criticality level for this failure mode, a pra has been initiated for risk assessment and consideration for potential for further escalation.

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Preliminary visual evaluation revealed the delivery system was returned in the locked position with the balloon folded over the nose cone, 4 severe kinks on delivery system due to shipping, and separation of the I/c bond. Investigation is ongoing.

Event description:
It was reported by the edwards european affiliate that during a tavr procedure, ¿removal of the delivery system, abnormal deflation of the balloon was observed.¿ edwards engineer¿s preliminary evaluation confirmed a balloon tear.